Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. No damage is observed to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. A malfunction has not been indicated against the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, after implanting the lens it was unstable due to iris damage. The iol was removed and the patient was left aphakic. Additional information has been requested.